Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: event occurred on an unknown date in 2020 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history record.. Device history lot expiry date: 01. Oct. 2029, part: 04.168.480s, lot: 24p3220, manufacturing site: (B)(4), release to warehouse date: 08 nov. 2019. A manufacturing record evaluation was performed for the finished device with lot number 24p3220, and no non-conformances were identified. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery by using the fns implants. The patient¿s garden classification was iii, and she had a dementia. After the surgery, the patient did a walking exercise due to a dementia, and then she felt a pain on (B)(6) 2020. One (1) week after the surgery, the surgeon found in an x-ray that cut-out had occurred at the bone head though the patient did not fall. It will depend upon the informed content (ic) whether preservation by follow-up to be made or re-operation for artificial head to be performed. No further information is available. Concomitant medical products: pl 1-ho f/fem neck syst tan (part# 04.168.000s, lot# 5l65318, quantity# 1) lockscr ø5 self-tap l42 tan (part# 412.215s, lot# 5l60442, quantity# 1) . This complaint involves two (2) devices. This report is for one (1) antirotation screw for femoral neck sys 80mm length - sterile. This report is 2 of 2 for (B)(4).